Manufacturer narrative:
Core lab review of CT imaging did not observe any endoleak, fracture, stent ring enlargement or stent ring migration on the valiant navion stent grafts. The imaging was not assessable for aortic enlargement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vnmc2222c94tj, serial/lot #: (B)(6), ubd: 31-mar-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant navion stent grafts and endurant ii stent graft were implanted during the emergency treatment of a ruptured taa / aaa. The vnmc2222c94tj, vnmc2222c180tj etew2020c82ej, were placed from proximal to distal following a thoracic and abdominal debranch . At the time of placement, the proximal thoracic aortic arch diameter measured 85 mm. As there was no significant endoleak , follow-up was recommended. It was reported on approx. 4 years, 5 months post index procedure on (B)(6) 2025, the aneurysm had enlarged by 15 mm, bringing the current proximal thoracic aortic arch diameter to 100 mm. There was no noticeable damage to the stent grafts reported and it unknown if an endoleak was present. Intervention was performed where the stent grafts were relined with etew2020c82ej-vamc2424c150tj-vamc2, 424c150tj-vamc2424c150tj-etew2424c82ej. Per the physician the cause of the aneurysm enlargement was possibly due to the navion device. No additional clinical sequelae were provided and the patient will be monitored.